Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that the patient believed he did not received correct amount of insulin due to some blockage in the tubing which led to high blood glucose level and on (B)(6)2023, he received at least four occlusion alerts. Therefore, they tried to treat it with bolus via pump and correction factors, but on the same date (on (B)(6) 2023), he went to emergency room and was subsequently hospitalized due to high blood glucose level. His highest blood glucose level related to incident was 768 mg/dl and his a1c (hemoglobin) test went up. He had high ketone level which the healthcare professional assessed as dangerous/life threatening. Moreover, the infusion had been used for half a day and the site location was his legs and abdomen. Further, he was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information was available.